Manufacturer narrative:
Evaluation of x-rays for complaint (B)(4) (nail) revealed the lag screw not being at fault. Event was caused by use error. Thus, the lag screw is a concomitant item not contributing to the event.

Event description:
Doctor reported failure within 2 months for lag screw migration. Failure has been noticed after 1 month from the initial surgery. Adverse consequence affected the patient and reported was pain. The second surgery was performed and the nail and screw have been removed and a total hip replacement was performed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Doctor reported failure within 2 months for lag screw migration. Failure has been noticed after 1 month from the initial surgery. Adverse consequence affected the patient and reported was pain. The second surgery was performed and the nail & screw have been removed and a total hip replacement was performed.